Event description:
Medical staff reported ruptured device. Device was explanted and replaced with a non-allergan device. Right side.

Manufacturer narrative:
(B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified, the device was broken shell and flat creases. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode.

Event description:
Medical staff reported, right side ruptured device. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Medical staff reported right side ruptured device. The device has been explanted and replaced.

Event description:
Medical staff reported right side ruptured device. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: e2 e3.